Manufacturer narrative:
The driver has been received and is currently being evaluated.

Event description:
It was reported that the center was training the patient on the hand pump, when upon finishing the session noticed that the portable driver had stopped pumping. They switched the patient to the back up without incident. The center tested the driver the following day and the unit seemed to work for short periods, then stopped pumping. The center also reported a plastic burning smell coming from driver. The patient remains supported on the back up driver.